Event description:
It was reported the videoscope exhibited a static image. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. Added here due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d8, h3, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the imaging unit was damaged. Since the actual unit was not provided, the root cause cannot be definitively identified, but it is presumed the failure resulted from usage stress, external factors, or handling. In addition, the following reportable malfunctions were identified during the device evaluation: e218 scope failure occurred due to imaging unit failure. The inspection report confirmed the imaging unit was damaged. Since the actual unit was not sent, the root cause cannot be determined, but it is presumed the failure resulted from usage stress, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.